Event description:
The customer reports that a falsely positive architect total bhcg assay result was generated for one patient. The sample was repeated, yielding a negative result. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78-20 architect total bhcg that has a similar product distributed in the us, list number 6c21 architect total bhcg. An investigation is in process. A follow-up report will be submitted when the investigation is complete.